Event description:
A patient reported dysphagia; the patient underwent multiple dilations. The company contacted the treating physician for additional information. No association between the product performance, and the event could be established.